Event description:
Baxter reported a "leak from tubing inside twist clamp" of the transfer set. This was noted during use with no patient injury or medical intervention reported according to the complaint coordinator.